Event description:
The customer contacted stryker to report that their device would not charge defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer was contacted and indicated that after troubleshooting, they could not find anything wrong with the device. Therefore, the customer has not agreed to return the device for investigation. The device was not returned to stryker. The reported issue could not be verified, and root cause could not be determined.

Event description:
The customer contacted stryker to report that their device would not charge defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.